Event description:
Case reference number (B)(4) is a spontaneous report sent on 11-dec-2025 by a physician via sales representative concerning a 68-year-old female patient. The hcp denied relevant medical history, concomitant medication, and allergies were denied. The patient has not been treated with similar products in the affected areas previously. On (B)(6) 2025, the patient received first treatment with 10 ml of sculptra (lot 4j0402) to both side of cheeks and temples using cannula with unknown injection technique for collagen formation. The hcp additionally added lidocaine [lidocaine] to sculptra. The sculptra was injected using cannula/was diluted to 10 ml (intentional device misuse). On (B)(6) 2025, the patient received second treatment with 10 of sculptra (lot 4j4133) to both side of cheeks and temples using cannula with unknown injection technique for collagen formation. The hcp additionally added lidocaine [lidocaine] to sculptra. From (B)(6) 2025, the patient developed mild nodules/foreign body granulomas/sebaceous cyst/atheroma (dermal cyst) (foreign body reaction) formation on right mandible of 1 cm size. The reporting physician referred the patient to a surgeon. Based on the clinical findings and the ultrasound examination, the reporting physician and the surgeon initially suspected an atheroma (dermal cyst) or sebaceous cyst and surgery was scheduled for (B)(6) 2026. Therefore, the physician would report again at the end of (B)(6) 2026. In (B)(6) 2026, the patient underwent surgery for removal of nodules. Histological examination revealed foreign body granulomas, with three clusters measuring between 5 mm by 4 mm and 7 mm by 5 mm. On (B)(6) 2026, the physician reported that the patient had no symptoms anymore, and the surgical scar (implant site scar) was no longer visible. The reporting physician assessed causality between the event foreign body reaction and sculptra as possible. Outcome at the time of the report: nodules/foreign body granulomas/sebaceous cyst/atheroma (dermal cyst) was recovered/resolved. Scar was recovered/resolved. Sculptra was injected using cannula/was diluted to 10 ml was recovered/resolved. Tracking list: v.0 initial report v.1 fu received on (B)(6) 2026 from the same reporter. Event (dermal cyst) added. Information about planned surgery was provided. V.2 fu2 along with fu3 received on (B)(6) 2026 and (B)(6) 2026 from the same reporter. The case was upgraded to serious. Events (intentional device misuse, implant site scar) were added. Event dermal cyst deleted. The verbatim and coding of event implant site nodule updated to foreign body reaction. Patient demographics, concomitant medication, suspect device volume, needle type, location, lot number, implant date, event location, intensity, outcome, nature of event, reporter causality and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of foreign body reaction and the non-serious event of scar at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for surgical intervention to prevent permanent damage. The potential root cause includes treatment procedure or a foreign body reaction to the product in the local tissue. The event scar at implant site was secondary to surgical intervention. The sculptra was intentionally misused with regards to cannula use and reconstitution. This case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. The reported lot numbers were valid and verified the reported product. To date, eight case reports have been reported for the lot 4j0402, however, this remains the only case involved foreign body reaction. For the lot 4j4133, this is the only case report received for this lot number. To rule out potential non-conforming product, a repeat batch record review for each lot number will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.